Event description:
A 30.0mm acumed acutrak 2 5.5 screw, a 35.0mm acumed acutrak 2 screw and a 40mm acutrak 2 6/7 screw were implanted in the patients hip. The patient had complications after the surgery.

Manufacturer narrative:
See associated MDR's 3025141-2011-00020 and 3025141-2011-00022.